Event description:
The patient contacted lifescan in august 2005 alleging that their one touch ultra meter would not power on. The medical affairs specialist mailed a letter in august 2005 since the patient could not be reached. The last result of 200 mg/dl was obtained in august 2005. Patient described feeling groggy, experiencing pain in their feet, sweating excessively, upset stomach, diarrhea, and itchy feet. No actions were taken following the use of the meter that would affect their blood glucose levels. Patient contacted their physician and was advised to take "glucose". No further information was provided. There is sufficient information to suggest that the patient suffered injury. It would have been helpful to know when the patient developed symptoms in relation to the 200 mg/dl result, their medication regimen, and blood glucose level following the glucose treatment. The customer service agent verified that the patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The meter did not power on with troubleshooting. Therefore, this complaint is being reported as a malfunction due to the unresolved power issue.